Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician attempted to use an evercross balloon catheter in an area of cto. It is reported that the balloon ruptured at 8 atm. The area the balloon burst was highly calcified. Another pta was used to complete the procedure. Patient was reported to fine. Evaluation summary: the evercross 0.035in otw pta dilatation catheter was received for evaluation. The balloon chamber exhibited blood residue in the chamber. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: a clear steady stream of fluid exited the distal tip of the catheter. A 0.035in guidewire was loaded through the distal tip with ease. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was pulled three times: sanguine tinted fluid and air bubbles were observed. The catheter was pressurized and a pinhole leak was noted in the distal end of the balloon chamber.